Event description:
A neurosurgeon and surgical colleague were using the budde halo radiolucent a1096 system. Whilst affixing the 12" (300mm) halo flex arm-ti, the locking screw broke off. Although the unit was in contact with a pt, there was no injury or delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.